Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va34x37, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-jan-2027, UDI#: (B)(4). B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that one of the leads had bacteria in it and they ended up getting infected so the device was removed on (B)(6). Patient stated that they have been on severe antibiotics until about a week ago and they were still healing from it. Patient mentioned that they have been in 2 types of big infection since then. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that rn reviewed the patient chart: patient was seen in the ER 8/5 presenting with infection at the incision site, and was seen 8/6 by hcp, device and lead explanted 8/6, culture taken at battery pouch showed mrsa. Patient is undergoing mrsa protocol and hopes to have new implant. Device status unknown. The nurse didn¿t find comments in the chart regarding the lead specifically, and it was unknown if the lead site was cultured.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.